Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 3708660 serial# (B)(6) product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2023 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6); product type: 0191-extension; implant date: (B)(6) 2013; explant date: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller stated the patient was seen in the clinic and said their ins was depleting quickly. While in the clinic, low impedances were found, and the patient was reprogrammed to c+ 2- 1.9v, 60 pw, 180 rate, and exploratory surgery was scheduled. The manufacturer representative (rep) was not notified of the clinic appointment or the patient's issues, so the clinic visit date and the exact impedance details were unknown. Before surgery on (B)(6) 2023, impedances were the following: c-0 1191, c-1 924, c-2 879, c-3 401, 0-3 1527, 1-3 1207, 2-3 1023, 0-2 1748, 1-2 1242, 0-1 1482 ohms. In the or, lead-only impedances were checked, and everything was in range, so the extension was replaced. Upon testing the new extension and legacy lead impedances, they saw low on 1-3. Intra-op testing with existing ins, new extension and existing lead were as follows: c-0 1308, c-1 751, c-2 1224, c-3 751, 0- 1681, 1-3 low, 2-3 1590, 0-2 2324, 1-2 1590, 0-1 1670 ohms. Hcp decided to cap (not with the on-label lead end cap) the existing lead and leave it implanted. Hcp replaced the current ins and new extension with another primary ins plugged into one port and had a capped extension in the other port. The patient will undergo a stage 1 procedure to replace lead sometime in october. The caller will return the explanted ins and the two extensions. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
H3. Analysis of the ins (s/n (B)(6) found insignificant anomalies. Analysis of the extension (s/n (B)(6) found no significant anomaly. Analysis of the extension (s/n (B)(6) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.